Event description:
It was reported via repair work order that the fowler was drifting due to malfunction fowler actuator. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler was drifting due to malfunction fowler actuator. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the fowler was drifting due to malfunction fowler actuator. Supplemental submitted as the investigation concluded that the fowler motor was making a loud noise when raising and lowering. Furthermore, it was found that the fowler was not drifting. Fowler making noise will result in caregiver annoyance. Additionally, it is not likely to harm the patient as bed was fully functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.